Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was diagnosed with an infection of her device at her 2 month post-operative visit. The rep noted that the device was implanted in (B)(6) 2018 and the new device was implanted on (B)(6) 2018; however registration noted that the device was implanted (B)(6) 2018. The device was explanted on (B)(6) 2017. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. The rep clarified that the patient's device was original ly implanted in (B)(6) 2017, then it was explanted sometime in (B)(6) 2017 after a post op appointment where the infection was diagnosed. The patient could not recall the exact date of explant and the date was not present in medical records. The new replacement system was implanted on (B)(6) 2018.